Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a concerto coil that broke or detached prematurely. The patient was undergoing an aneurysm coil embolization procedure. Vessel tortuosity was moderate but there were no abnormalities noted in relation to the patient's anatomy. It was reported that the concerto coil and all accessory devices were prepared without issue as indicated in the instructions for use (IFU). During tracking inside the microcatheter, the coil separated/broke or detached prematurely. The release wire was not bent or broken. It was noted there was no friction or other difficulty during the delivery of the coil. The physician had not repositioned the coil and did not rotate the delivery pusher. No attempt had been made to detach the coil. The coil was removed and replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported clarification that the coil detached prematurely within the non-medtronic microcatheter. It was noted that continuous flush was not used during the procedure. Ancillary device: progreat 2.4 microcatheter